Event description:
The customer alleged audio alarm was not functioning. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing. It is not verified that the audio alarm did not perform to specifications, and no malfunction may have occurred.